Manufacturer narrative:
On june 30, 2020, the product investigation was completed. Device investigation summary: during visual inspection, the sample was found to be ruptured. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. A second product was received (lot-5732616). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 21, 2020, mentor became aware that the patient had undergone bilateral replacement with the following devices: (left) 325cc mentor memorygel breast implant catalog: 3503251bc, lot: 7617969, sn: (B)(6) and (right) 325cc mentor memorygel breast implant, catalog: 3503251bc, lot: 6997892, sn: (B)(6). On may 26, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per the device returned, mentor became aware that the suspect medical device's lot number is 5727372. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 325cc mentor memorygel breast implants, suffered left breast implant rupture, post-operatively. The rupture was confirmed by ultrasound and mammogram. As a result, the patient underwent removal and replacement with a new 325cc mentor memorygel breast implant on (B)(6) 2020.